Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the ac power inlet and the power cord were burned. The bottom case, front bezel and lcd holders were broken. The battery cover, screws and lcd were corroded. The battery was expired. It was reported that the unit power supply had an issue. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: of bottom case and front bezel broken. Battery cover, screws, lcd were corroded. Battery was expired. Lcd holders were broken. The most likely cause for the additional condition is was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the unit's power supply had an issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that during investigation the power cord was burned.